Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the volume test (acceptable range: 19¿21 ml), with measured values of 18.688 ml and 18.642 ml. Additionally, the rear case was cracked. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported indicated a failure in the accuracy test. During accuracy testing, the failure was neither confirmed nor replicated, and several measurements were taken. Visual and functional testing was performed. Additionally, the rear housing and front housing were found to be cracked, and the incoming battery clock was 570 days old. The parts were replaced with new ones. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.